Manufacturer narrative:
Image analysis review: four still images and a short recording of a cine image were received for analysis. An injection of contrast confirms the cto in the mid cx in one of the images received. Another image captured an undeployed stent prior to deployment. A stent can be seen deployed in another image received. A guide catheter and guide wire are also visible. A member of staff can be seen pointing at the image, deformation to the stent appears to be present to the proximal end of the stent. The mechanism of how the stent became damaged is unknown. In the final image injection of contrast post treatment confirming resolution of the reported cto. No additional information can be identified from the video recording received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, one integrity rx coronary stent system was implanted to treat a non-tortuous, non-calcified lesion exhibiting cto (chronic total occlusion-100%) located in the mid circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo post deployment. It was stated that after implantation of the integrity stent, a 4.5x15mm non-medtronic balloon was used to perform post dilation. Ivus revealed a gap between the vessel and the stent. It was stated that the stent may have been under sized and so a 5.0x20mm non-medtronic balloon was then used to perform post dilation again. After the second post dilation, stent deformation was observed in the diagonal of the left cx artery. The patient was reported to be alive with no injury.